Event description:
On (B)(6) 2009, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt's one-year f/u computed tomography angiograph (cta) reportedly revealed satisfactory position of the graft with no evidence of endoleak. The pt was lost to f/u afterward. Her family stated that her blood pressure had been 'out of control" in the recent past. On (B)(6) 2013, the pt presented to the emergency room with abdominal pain and hypotension. Cta revealed a ruptured aneurysm. According to the report, the pt went into cardiac arrest on the way to the operating room. The pt then expired. The physician indicated that the pt's death was not attributable to the gore device or procedure. He stated that he believes continued aortic neck dilatation led to endoleak, subsequent rupture and death.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.